Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurate results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that in late (B)(6) 2016 she started getting ¿strange results¿ on the subject meter; however, no results were provided by the reporter. The patient manages her diabetes with insulin pump therapy. She denied developing any symptoms as a result of the alleged issue. She also denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results but reported that on (B)(6) 2016, she went to urgent care to for advice as she didn't know what to do with her insulin. She reported that her diabetes management routine was changed at the clinic but she was unable to specify the nature of the changes. She indicated that she later checked the results obtained on the subject meter with her nurse¿s meter, but again, she was unable to specify the results on either device. She reported that she then began using another device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps but she was unable or unwilling to say whether the meter was set to the correct unit of measure or whether an approved sample site had been used to obtain the blood samples. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms of an acute diabetes excursion nor receive medical intervention for either hypo or hyperglycemia. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.